Manufacturer narrative:
Additional information was received on 26-jan-2023. It was reported that the brim cap, hemostatic valve, nor the hub did not break or separate. The hemostasis valve (gasket) did not dislodge inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. It was only a few drops of blood that was lost. The device evaluation was completed on 26-jan-2023. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Device evaluation details: the carto vizigo sheath product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then, the functional test of the side port was performed, and no issues were observed. A device history record (DHR) evaluation was performed for the finished device 50000165 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The hemostatic valve dislodged reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that when the doctor took the catheter in and out several times, reverse blood was confirmed. The report was of reverse blood, and they have not received any information that air was mixed in. It occurred two (2) hours after start of use. The procedure was successfully completed using that vizigo¿. There was no replacement. The hemostatic valve was not cracked. The procedure was completed without patient consequence. The complaint product will be returned for analysis. No adverse patient consequence was reported. The hemostatic valve leak issue is MDR reportable.

Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).